Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se with a 6fr sheath after an interventional stenting procedure. Reportedly, the nick and spread in the skin was not sufficient to advance the thumb advancer and deliver the clip to the access site. The device was removed without the clip being deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the thumb advancer incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. This should be done at the beginning of the procedure prior to the administration of anticoagulants and antiplatelet agents, if possible. Consider blunt dissection by single spread with surgical instrument in the skin incision, especially in those patients with scar tissue from previous catheterization procedures. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.